Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system user was unable to login. However, there were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the 1 user was unable to login. A technical support specialist (tss) received an inbound call regarding a user who was unable to log in to the system. The tss restarted the system as a troubleshooting step, which successfully resolved the issue. After the restart, the user was able to log in without errors and dispense medication. The tss confirmed that no further issues were reported and verified that the user account was active in the pharmacy enterprise system. The system functioned as intended after the technical support specialist troubleshot the device.